Event description:
It was reported that during a low anterior resection procedure (non-cancer case), the device was set up to close off the lower bowel. The set up was good; the retaining pin was engaged into position and the closing trigger squeezed. With little to no hesitation, he squeezed the firing trigger. It looked as if there may have been a hesitation half way through the firing motion (once the surgeon established a stronger grip he tried to complete the firing). There was a loud grinding sound and he was unable to engage the device plastic to plastic. He tried to release and squeeze again and at that point pushed the release button. There was only a partial fire with incomplete staples seen at the top end of the stapler. There was a 15 to 20 minute delay in re-setting up the bowel. The second and third firings with another device worked well. The patient did well and the case was a success. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Lower bowel, lar. What location on the tissue was being stapled? Lar, bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What colour (blue/gold/green) was selected on the selectable staple height selector before firing? Green, contour. Was the cartridge loaded with the retaining cap on? Yes. Was the handle closed completely before firing? No. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? A load crunching sound. If so, when? When the firing trigger was engaged. Were any of the forces higher or lower than expected (closing, opening or firing)? Yes. If yes, please explain: higher force to fire. Did any part of the instrument break-off from the device? No. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? No. How long has the surgeon been using this device for this procedure (in years)? Many years. Was there a recent conversion to ees devices in this account /surgeon? No. What predicate device was used by the surgeon? Unknown. Is there any other additional information you would like to share about this device/procedure? [Surgeon] was doing a lar and used our contour green stapler lot # h44d31. He set the retaining pin, set the closing trigger quickly and with not stopping started to engage the firing trigger. About half way through the full trigger, there was a slight hesitation and with a regrip, [surgeon] tried to complete the firing trigger squeeze. There was a crunching sound and he was unable to complete the full plastic to plastic firing of the contour. After removing the stapler, you could see that not all of the staplers had set closer to the top of the stapler. The blade looked as if it did not fire completely. [Surgeon] took 15 to 20 min. To reset and he opened a second contour stapler which fired well. With an unhappy margin below the tattoo, [surgeon] opened a third contour and reset the patient for a third firing. The second and third contour staplers worked well and were from the same lot # j4ad8l. The first contour which did not completely fire and had misformed staples which you can see was from lot # h44d31. It was not a cancer case. The patient did well and the case was considered a success.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received fully fired, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition, 24 b-formed staples were received inside the pockets. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no strange noise was heard during the analysis. A batch record review was performed and no anomalies were found during the manufacturing process.